Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values but delivered a bolus because cgm indicated ¿high¿. The customer was hospitalized for low bg and treated with intravenous fluids. The customer was released from hospital on 4/14/20 with no permanent damage and issue resolved.